Event description:
It was reported that a (B)(4) pt underwent an x-stop procedure. The pt had 'crust-like exudate throughout surgical incision'. Two sutures were removed. The pt was started on keflex and began hyperbarics treatment. No additional info was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.